Event description:
The patient stated that, while changing the insulin cartridge of her infusion device, a large amount of insulin leaked out of the top of the cartridge compartment. She stated she tried to change the cartridge a second time, and even more insulin spilled into the compartment. She said the infusion set tubing (competitor product) was connected but the insulin came out of the end of the cartridge. During troubleshooting with a company representative, the proper procedure for changing the cartridge was reviewed with the patient and it appeared the patient was following this. The patient stated the cartridge and infusion set have no apparent defects. The patient was advised to switch to her backup device and assisted in setting it up. When the patient inserted the cartridge a small amount of insulin came out of the cartridge. The patient was advised to try another tubing and once it was changed, the infusion set was primed without error. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.